Event description:
It was reported that an impactor pad fractured when impacting the femoral implant. All fractured pieces were found, and there was no reported impact or harm to the patient. There is no additional information available.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: visual examination of the returned product identified that the device exhibits light signs of repeated use (nicked and gouged) and a piece of the ps impactor has fractured off. All pieces were not returned. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed in zrm_wa_0507_19, which indicates overload failure or low cycle fatigue culminating in the overload failure. Part and lot numbers confirmed from product etch. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed via product return. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.